Event description:
It was reported the patient stopped using her scs system approximately two years ago. A sjm representative met with the patient and confirmed the patient's scs ipg is inoperable. The ipg would not communicate with either charger or patient programmer. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Correction numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.